Event description:
It was reported that (3) devices were used during a hernia repair. It was reported by the affiliate that the (3) pmw35 instruments all jammed and would not release staples. Another instrument was used to complete the case. There was no consequence to the pt.